Manufacturer narrative:
Investigation summary: with the available information, boston scientific confirmed that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR confirmed that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment. However, depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix to enable extension in all cases. A risk review of the ingevity lead family was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during the implant the helix of this lead was twisted and could not be extended. A new lead was used. No adverse patient effects were reported. This lead was returned for analysis.